Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad program administrator reported that the pt expired on the day of implant due to thromboses. According to the additional info provided, the pt had been listed as unos status 1a and after a few episodes of cardiac arrest had been placed on veno arterial ECMO. The pt had reportedly been stable on the ECMO and was taken to the operating room (or) for exchanging to a more durable and long-term ventricular assist device. During the implant surgery, the pt had required a mitral valve (mv) repair and a centrimag rvad was placed for right side support. The hospital reported the pt's post-operative diagnosis as "total thrombolization of left atrium and ventricle and possible pulmonary vascular bed."

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.